Manufacturer narrative:
H10: per the biomedical (biomed) engineer, a power management (pm) printed circuit board assembly (pcba) was ordered. Multiple good faith efforts were made to retrieve patient involvement, device evaluation, repair, and operational status on 12/02/2022, 12/05/2022, 12/13/2022, 01/03/2023 and 02/06/2023, however, yielded no response. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that check vent: 35 v supply fail message displayed on the system. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.